Event description:
It was reported that the procedure was to treat a coronary artery. Following intravascular lithotripsy (ivl) treatment with a non-abbott shockwave generator and catheter, post dilation was performed with the abbott non-compliant (nc) balloon. After subsequent post dilation, a perforation occurred at nominal pressure. The patient died prior to an attempt to obtain a covered stent. In the physician's opinion, the post dilatation with the nc balloon was the contributing factor to the perforation. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
Subsequently after the initial report had already been filed, the coronary artery was heavily calcified and heavily tortuous. Resistance was reported during the shockwave balloon advancement and removal. In the physician's opinion the perforation leading to patient death was not due to the nc balloon. No additional information was provided.

Manufacturer narrative:
B2 correction: death removed.h1 correction: death removed, serious injury added.h6 correction: health effect - impact code 1802 removed, 4657 added.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. A conclusive cause for the reported patient effect of perforation and the relationship to the product, if any, cannot be determined; however, it was reported that in the physician's opinion the perforation leading to patient death was not due to the nc trek balloon. The reported patient effects of death and perforation are listed in the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use as known patient effects. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.